Event description:
Registered nurse (rn) was attempting placement of a peripherally inserted central catheter (PICC) line in baby's right cephalic vein. A second rn was holding the baby's arm still. Rn was feeding the catheter through the introducer using sterile tweezers, threading it up the arm, until it met resistance at approximately the level of the shoulder, about 8 cm. She then pulled it back about 2 cm and again tried to make it past the shoulder, but again met resistance. She then went to pull it out completely, but it became stuck at the 13 cm mark. Both the rn and a physician tried to remove the catheter unsuccessfully. An x-ray done at the bedside was suggestive of a knot in the catheter that was preventing it from being removed. The baby was taken to or the following morning to have the catheter removed. Per the op note: "the PICC catheter was divided about 2 cm from the exit site. The extremity was prepped circumferentially to include the axilla and draped. C-arm was used to localize the catheter and it was found that the catheter was extending about 1 to 1-1/2 cm into the subcutaneous tissue, potentially into the vein. The knot-like appearance was again visible on the c-arm image close to the exit site. A small longitudinal incision, about 2 mm in length was made to widen the exit site taking care so as not to damage the catheter. The catheter was found to be markedly thin at this level because of multiple attempts at pulling it out. Once the exit site incision was widened slight traction was applied on the catheter externally. A small simple knot was initially found and this was easily undone. But further into the subcutaneous tissue there was a much larger knot. This was carefully maneuvered out of the tissue and the exit site and then the rest of the catheter was removed without any fragmentation. There was no bleeding. Fluoroscopy was again used to confirm that the whole of the catheter was removed."